Event description:
On 11/14/98 customer received a specimen from sister hospital to run, original result obtained was 972.0mlu/ml with a 1:200 dilution; this result was reported out of the lab. Customer reran sample with a 1:200 dilution and received a result of 215,200mlu/ml. This value was then reported out. On 11/16/98 sample was rerun straight with a result of >200,000. No report of injury, or treatment.